Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 270 mg/dl at the time of incident. Customer stated that the insulin pump had a button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was completely blank. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with act and down arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self-test and displacement test due to button keypad anomaly. Insulin pump passed stop current test. No blank display anomaly noted. Time advances properly. No damage found on connector/lcd isolation tape noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, stained address/serial number label and stained end cap sticker.